Event description:
During a follow-up, there was no capture and no rf telemetry of the device. The device was explanted and replaced to resolve the event. Following the explant, the original device was no longer able to be interrogated. The patient was stable following the replacement procedure and no adverse consequences were reported.

Manufacturer narrative:
Additional information: the device was received in normal working condition with battery voltage at near beginning of life level. Device output and capture testing was performed, no loss of capture or anomalies were detected. Device also revealed no missing pulse or output anomalies during vibration and temperature cycle tests. Additional testing was performed on the device header, and all components and connections were verified to be normal beside minor damage noted around the opening of the setscrew insets, that consistent with incorrect torque wrench insertion in the field. Data analysis of device image also suggested rf telemetry lockout had occurred in the field due to excessive rf telemetry usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drainage due to unintended excessive usage. As received, the lockout period had expired. The device displayed normal characteristics and was able to be interrogated successfully on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. Electrical, mechanical and environmental tests indicated normal device functionality. There were no device anomalies found that would have contributed to the issues reported from the field.